Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 1/19/16. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The smart touch bidirectional catheter was connected to the patient interface unit (piu). A signal noise occurred at the body surface electrocardiogram, the coronary sinus catheter and the electrical potentials of the smart touch bidirectional catheter when the catheter was inserted into the patient's body. The noise displayed on both the lab and the carto system. The noise of the coronary sinus catheter was at the distal part of the competitor's catheter. The competitor catheter pin was reconnected and the body surface electrocardiogram pin was changed but the issue continued. The smart touch bidirectional catheter was pulled out and the issue improved. The cable was changed but the issue did not improve. Finally, the issue was resolved by changing the smart touch bidirectional catheter. The procedure was completed without patient's consequence. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since no information was received to clarify if there were any signals available to monitor the patient's heart rhythm, this event has been assessed as a reportable malfunction.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. The smart touch bidirectional catheter was connected to the patient interface unit (piu). A signal noise occurred at the body surface electrocardiogram, the coronary sinus catheter and the electrical potentials of the smart touch bidirectional catheter when the catheter was inserted into the patient¿s body. The noise displayed on both the lab and the carto system. The noise of the coronary sinus catheter was at the distal part of the competitor¿s catheter. The competitor catheter pin was reconnected and the body surface electrocardiogram pin was changed but the issue continued. The smart touch bidirectional catheter was pulled out and the issue improved. The cable was changed but the issue did not improve. Finally, the issue was resolved by changing the smart touch bidirectional catheter. The procedure was completed without patient's consequence. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.